Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the st change in vector magnitude (stcvm) was visible and trends were registered at the infinity central station (ics) between 16:30 and 20:30 while the patient was connected with 6 leads. Then the stcvm disappeared at the ics and on the infinity c500. The stvcm came back momentarily when the 12 lead electrocardiogram (ECG) was used but disappeared again when the monolead was removed. The stcvm was also not seen in symphony during these times. It was noted that the ECG was seen at all times with the correct leads. No adverse patient impact or death was reported.

Manufacturer narrative:
Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. Without the device logs the reported event could not be confirmed. However, similar complaints have been previously reported and logs for those complaints were provided and, in these cases the root cause of the st values being temporarily unavailable was due to the neutral electrodes switching back and forth between leads due to the patient movement. The neutral electrode switching and motion artifact from the patient led to several instances of autoblocks, 4 second flat segments in the st waveforms. This behavior known as autoblock has been planned to be improved by draeger for a future software release.

Event description:
It was reported that the st change in vector magnitude (stcvm) was visible and trends were registered at the infinity central station (ics) between 16:30 and 20:30 while the patient was connected with 6 leads. Then the stcvm disappeared at the ics and on the infinity c500. The stvcm came back momentarily when the 12 lead electrocardiogram (ECG) was used but disappeared again when the monolead was removed. The stcvm was also not seen in symphony during these times. It was noted that the ECG was seen at all times with the correct leads. No adverse patient impact or death was reported.